Manufacturer narrative:
Visual inspection was performed on the returned device. The reported balloon rupture and separation were confirmed. The reported difficulty removing the device could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The reported patient effect of obstruction/occlusion is listed in the percutaneous transluminal angioplasty (pta) catheter, armada 35 global, instruction for use (IFU) as a known patient effect. The investigation determined the reported balloon rupture, difficulty removing the device, separation and foreign body in patient appear to be related to operational context. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, and interactions with other devices or lesion calcification. In this case, it is likely that the balloon interacted with the heavily calcified anatomy such that the balloon became damaged and ruptured during inflation. Additionally, during removal there was resistance as the balloon material likely interacted with the sheath causing the balloon and inner member material to separate. A conclusive cause for the reported patient effects of obstruction/occlusion and serious injury/ illness/ impairment and the relationship to the device, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.na

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) to open a poor quality calcified shunt in the left upper arm, the armada balloon dilatation catheter was advanced to the lesion; however, during the first inflation, the balloon ruptured circumferentially. Resistance with the sheath was noted during removal and once removed, it was noted that only a part of the balloon was removed with the device. The rest of the balloon remained in the shunt as the shunt was noted to be occluded and no longer usable for dialysis. There was no additional intervention to the shunt. Something else was done for the patient to enable dialysis. There was no additional information provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.